Event description:
When contacted for follow up information, the physician reported that they had not seen the patient in over 5 years and noted that their records had been destroyed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# j0428161v, product type lead; product ID 3095-10, serial# (B)(4), product type extension; product ID 3031a, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had an infection for the past three days prior to the report. The reporter stated that there was a loss of therapeutic effect for the past three weeks before the report. The next day, it was reported that the patient felt no stimulation sensation and had not felt stimulation for three to four weeks. The reporter stated that the patient was going to the bathroom more and the device 'was dead' and needed to be replaced. It was reported that the patient was able to turn the device on and increase stimulation. The reporter stated that the patient could feel stimulation. Additional information has been requested but was not available as of the date of this report.